Event description:
Poor integrity of the gloves, tear when donned, the integrity of the glove is not maintained when worn, need to wear several gloves at a time when providing patient care due to gloves tearing.